Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked lcd keypad connector. The device was unable to undergo the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to no button response. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer's father reported via phone call that all of the buttons on his daughter's insulin pump were unresponsive, and despite changing the battery and tapping the pump on the table only one button could be used. The patient's blood glucose at the time of incident was 527 mg/dl. The customer's hyperglycemic episode occurred when she missed the bolus that was to accompany her lunch due to the unresponsive keypad. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.